Event description:
When cauterizing the liver bed, arcing occurred causing small burns on the liver. This happened on three separate occasions with different hooks. The MFR's rep was notified. Each instrument was inspected and no breaks could be found in the insulation. All three were returned to the MFR for repair.